Event description:
This is a report of a colleague infusion pump with a failure code 804:26. The reported condition occurred during power up. There was no patient involvement, injury or medical intervention. The software version is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 804:26 alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to a software failure. The failure is not attributed to a hardware defect and is not reproduced after cycling the power to the pump. It generally has only one occurrence in the event history and does not require any remediation or hardware component replacement. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).